Event description:
An occlusion alarm was reported by a customer. There was no adverse impact to the customer's blood glucose level as the report did not indicate any issues related to that. The customer declined follow-up from technical support, and no further information or corrective actions were taken.